Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient said the implant wasn't working for "quite some time". The patient representative said the patient needed an MRI because the patient's back was having significant issues but because of the bladder stimulator the patient couldn't have an MRI of the back. Patient services reviewed MRI compatibility info and redirected the patient representative to their doctor. See (B)(6) non-medtronic device for omitted information. Additional information was received from the patient representative on (B)(6) 2026. They reported that commented that the pelvic health (ph) lead was explanted and the now just had the ph ins implanted. Additional clarification was received from the agent on 2026-jun-12. The agent stated that they believed the ph lead being explanted was related to this event. The caller didn't indicate whether they were referring to their old lead or their newest lead. The agent attempted to clarify but their explanation didn't make sense. This confused the agent as well and they just documented what the caller told them.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead lot# unknown; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.